Event description:
Customer reported blood glucose results of 2 mg/dl, 279 mg/dl, and 22 mg/dl within 10 minutes on the advantage system. He reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.